Event description:
The customer stated he was hospitalized for high blood glucose and the reading was approximately 900 mg/dl. The customer stated he wandered from door to door in his neighborhood and he does not remember anything. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test was attempted using an alligator clamp, but the test was not successful. The customer did state that he got a no delivery alarm last night however.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.